Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen of unknown origin while the device remained functional and the user reported no impact to blood glucose. Symptoms included no clinical effects. Outcomes included no impact on daily activities or clinical care. Investigation included review of the device history and return of the original device for assessment. Investigation of this case revealed physical damage to the display component consistent with screen breakage, with no indication of functional malfunction of the pump system. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces.